Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined because an investigation could not be performed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device available for evaluation - correction. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient¿s wife, on (B)(6) 2025, around 7:30 pm, while the patient was laying down, he got an alert that the cgm reading was 67 mg/dl, the patient became unresponsive but his eyes were opened. His wife tried to give him a can of soda and called 911, they arrived around 8:00 pm. The paramedic tried to talk to the patient, but he was staring into their eyes but not talking. They performed an EKG to test if the patient was having a heart attack. They decided to take the patient to the emergency room. At the hospital, one of the nurses there took a bg reading which was 48 mg/dl. The patient was treated with intravenous medication and some apple and orange juices. After the treatment the bg increased to 181 mg/dl and the cgm reading was still showing 250 mg/dl. The patient was discharged around 11:00 pm. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.